Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk case, the device did not staple off the vessel and it was bleeding. The bleeding that occurred was not significant enough to require any blood products. Opened another device and completed the case with no pt consequence.